Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced a stroke. The 95% stenosed target lesion being treated was located in the left anterior descending (lad). Predilation was performed with a 2.5x12mm non-bsc balloon. The physician implanted a 3.0x38mm taxus liberte stent in the lesion. Residual stenosis was 0%. Post dilation was performed with a non-bsc balloon. Plaque shift in the 70% stenosed ostial diagonal was treated with two non-bsc balloons. Residual stenosis was 30%. The patient was discharged on effient and aspirin. In (B)(6) 2012, the patient presented with acute dizziness and diplopia affecting left eye. The oculomotor nerve (cn iii) evidenced by eom palsy (left eye-oculomotor nerve) with negative computerized tomography (CT), magnetic resonance angiogram (mra) and magnetic resonance imaging (MRI). A month prior to admission, the patient was treated for pulmonary fibrosis flare with increased steroids which caused altered mental status changes. The patient was admitted for treatment of this and had repeat MRI and mra determined that the cniii palsy was caused by a left subthalamic lacunar infarct. The physician treated the left eye patch for continued diplopia. Per patient "in (B)(6) 2012, ongoing left eye blurriness and short term memory loss was noted. The patient was treated on plavix and aspirin. In the opinion of the physician, the event was not related to the device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).